Event description:
Product is premixed 100ml bag of hydromorphone for use w/IV pca pump. There is a blue cap on the end of the bag tubing. That blue cap accepts extension tubing going from the bag to the patient. The blue cap is "blind" however and should be removed prior to use, however because it accepts the extension tubing, staff have assumed it is to be used. The baxter volumetric pump does not detect upstream occlusions, therefore hospital stall assume the patient is receiving the needed pain medication, but there is no way the solution gets from the bag through the cap to the patient. This is the 3rd such incident here in as many months. Can the cap be changed so it does not accept IV?